Event description:
Mini stroke [transient ischaemic attack]. Had an issue with her husband's novopen 4, was not able to dispense insulin [device malfunction]. Replacement device but it was not working either. The piston rod is not going up [device component issue]. Case description: does the incident represent a serious public health threat. No. This serious spontaneous case reported by a nurse from (B)(6), concerns a male pt (age unspecified) who was treated with novopen 4 (insulin delivery device) on unk dates for device therapy and experienced "mini stroke", "had an issue with her husband's novopen 4, was not able to dispense insulin", "replacement device but it is not working either. The piston rod is not going up" beginning on an unk date. Pt's height: not reported. Medical history: not reported. The pt's wife who is a nurse reported that she had an issue with her husband's novopen 4. Novopen 4 was not able to dispense insulin and the paramedics were called. The paramedics were unable to figure it out. Finally at 11 pm, they were able to administer insulin. The pt experienced a mini stroke. They obtained a replacement device but it was not working either. The piston rod was not going up and pt's wife refused to troubleshoot with the pen as she lost confidence in it. The pt also uses nph (isophane insulin). The pt was initially on a dosage of 70 units in am, 42 units in pm, however, since leaving the hosp where they were advised by the attending physician that this was a high dosage of insulin they had reduced it to 35 units in am and 21 units in pm. Their regular physician was not available for another 10 days. Dose reduction was pt's decision. The pt's wife reported that she now does the priming shot before each injection. It was not clear if this was being done by the pt prior to experiencing issues with the device. The pt will retain the original novopen 4 they were having an issue with as it's working but did not want to troubleshoot. The reporter would return the new pen she had just obtained from the pharmacy. Action taken to novopen 4 was reported as dose decreased. The overall outcome of "mini stroke" was reported as recovered. The overall outcome of "had an issue with her husband's novopen 4, was not able to dispense insulin", "replacement device but it is not working either. The piston rod is not going up" was not reported. No further info is available.